Manufacturer narrative:
Failure analysis noted that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was unable to prime during the prime a33 test due to moisture damage on the force sensor resistor. The pump passed the displacement test and bolus delivery. There was moisture damage found on electronic and motor assembly. The pump had a crack around the battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he dropped his pump in the lake over the weekend. He stated that he had a crack on his pump and moisture was by the up and down arrows and on the side of the pump where the motor was located. The customer's blood glucose was 355 mg/dl and he treated by taking a manual injection. The customer stated that he also received a motor error while he was trying to change his infusion set and a button error while trying to prime. He was unable to check his alarm history due to the button error. The customer stated that the pump also had a crack near the threads by the battery cap. The customer said that the drive support cap appeared normal. He stated that he was not able to rewind the insulin pump and that it had not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced, to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned and analysis was completed.